Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet touchscreen cracked after a suspected drop, while the device remained functional and blood glucose values were unaffected. Symptoms included no adverse clinical effects. Outcomes included replacement of the device and user instruction that the damaged device would no longer be watertight and must be shut down prior to return. Investigation included review of the event description and device use history, with logistical verification of replacement and inspection of the returned device. Investigation of this case revealed physical damage to the touchscreen that compromised enclosure integrity but did not affect core pump function or glucose control. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external impact.